Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that the patient presented to the emergency room and was hospitalized for a "device infection." Also reported, the patient was a participant in the advance iii study. The device was removed. No further patient complications have been reported as a result of this event.